Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the loading and pending medications were not crossing over to logistics. A technical support specialist checked the interface and found a stored procedure in place that blocks devices starting with 'zz' from receiving messages. Once the stations were live, the implementation team will remove the 'zz' from the device name, allowing the station to begin receiving messages. Customer was informed via email and approved closure of the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer was loading and pending medications into the station, but the transactions did not cross over to logistics for medication pulling. However, there were no delays or adverse events or injuries reported based on this event.